Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿(B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the moving parts of the trigger of the small battery drive device were not moving smoothly, the coupling was worn, the motor was damaged, the electrical control unit (ecu) was damaged, the device would not run, there was component damage, and the device had a sticky trigger. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers, check the function of the device, and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.